Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke while being removed from anterior sub-umbilical midline incision. Contents of the bag were emptied into the abdomen and required removal. There were no pt consequences.